Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This ICD remains in service. No adverse patient effects were reported. Additional information was received and indicated that fault code (fc) was retriggered 2 months ago after the patient visited the clinic. Technical services (ts) explained that the device might be beeping again because the fc had been retriggered. Ts also discussed with the health care professional (hcp) that repeat analysis could be requested moving forward.